Event description:
Patient complained of a possible deflation. Surgeon removed the implants and one was underfi lled. Patient claims there is a problem with our shells. He also metioned that he tried to squeeze saline out of the underfilled implant and he couldn't get it to leak.

Manufacturer narrative:
Physician was unable to get the implant to leak on the suspected device deflation. It is likely that the implant was underfilled.